Event description:
It was reported that burr separation occurred and the fragment was removed using a snare. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.25mm rotapro was selected for use. During the procedure, it was noted that the burr was separated without stall issue. Resistance was felt during removal. The separated fragment was retrieved using a snare and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a burr separation occurred and was removed using a snare. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.25mm rotapro was selected for use. During the procedure, it was noted that the burr was separated without stall issue. Resistance was felt during removal. The separated fragment was retrieved using a snare and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Returned product consisted of the rotapro atherectomy device. The device was received with the burr separated. The burr was received on the rotawire used in the procedure. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the burr was detached and that the coil had been stretched and broken at the point of detachment from the burr. Product analysis confirmed the reported event, as the burr was received detached from the coil, and the coil was stretched and broken at the point of detachment.